Event description:
Additional information was received that a procedure was performed and this lead was explanted. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this device displayed over sensing and high pace thresholds at an undisclosed time after implant. Sales representative states dislodged lead is the cause of the high thresholds. It is reported that a lead revision will be scheduled but has not been performed yet. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Additional information regarding this product issue states that immediately after implant of this lead, pacing thresholds increased to 3v or 4v. At that time, the chest x-ray was normal. Noise was also noted on the shock channel. This lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.